Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis the device powered up to an error, this was attributed to the keyboard connector on the micro processing unit (mpu) being loose and it was noted that it would need its mpu replaced. The device was to be scrapped. (B)(4).

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.